Event description:
PICC (peripherally inserted central catheter) being removed by rn (registered nurse) and line still had 15cm left in at the right saphenous vein and would not come out. Attempted to warm leg to relax vessel and no success. Physician contacted and np (nurse practitioner) contacted to come to bedside. Vascular access team contacted, and interventional radiology called. Stat x-ray and ultrasound done. Physician at bedside and attempted to remove with a guide wire unsuccessfully. Physician contacted and advised to pull aggressively and contact if line snaps. Line snapped and leg x-ray repeated and noted to be located in the upper thigh. Approximately 5cm in thigh. PICC was placed and in for 52 days. Patient is currently stable, pulses good, toes pink and thigh circumference is 19.5 cm. Will continue to monitor. Lot #20h005d; total catheter 30cm/0cm of catheter out. The PICC line was being removed and the line snapped, leaving approximately 5cm in the (r) saphenous vein. Per radiology report, the catheter fragment remains stable; it is stuck in the proximal saphenous vein. This catheter fragment can be left here safely without risk of migration.